Manufacturer narrative:
UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The product code was unknown; therefore, the brand name, catalog number and 510(k) were unknown. The serial/lot number was unknown; therefore, the device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter was stuck inside of the motor locking mechanism. A full assessment of the device could not be performed due to the condition that the cutter was received in. The piece of the cutter was broken off just below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. The assignable root cause of this failure was due to corrosion and is a result of insufficient cleaning and or maintenance of the device which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that a cutter device was stuck inside the motor device. During in-house engineering evaluation, it was determined that a broken cutter device was stuck inside the motor device. It was reported that there was no delay in a surgery and a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.